Manufacturer narrative:
An icy catheter (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. A visual inspection for the returned unit revealed traces of desiccated blood on the balloons, and infusion ports. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. All infusion ports flushed successfully with no issues observed. The returned catheter was connected to a pressurized inflation device. The catheter was pressurized up to 100psi; however no leak was noticed with the device. Following the test, all balloons deflated successfully without any issues. Evaluation of the returned device did not confirm the customer reported complaint as no issue was noted with the catheter. Note, during manufacturing, all icy catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process.

Event description:
It was reported that during use of thermogard, patient was not reaching target temperature, system alarmed and would not work. There was blood in the catheter. Catheter was removed and it was claimed to be ruptured. Nurse also reported that core temperature reported by thermogard differed from the core temperature taken manually. No adverse patient consequences were reported.